Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after the implant of this 30mm mitral annuloplasty band, it was reported that the result was "just adequate". The 30mm band was explanted and replaced with a 26mm band of the same model. No additional adverse patient effects related to the 30mm band were reported.